Event description:
It was reported that the patient fell out of chair and broke a leg which the clinician attributed to delay to high voltage (hv) therapy due to charge-saver/atp-before-charge. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 4194 implantable pacing lead: (B)(6) 2009. 5076 implantable pacing lead: (B)(6) 2009. (B)(4).